Manufacturer narrative:
The user facility further reported that at the beginning of a hiatal hernia procedure, the device displayed a probe damage error message, u504. There was damage to the teflon pad but there was no device fragment that broke off and fell into the patient. There was minor bleeding to the patient and it was controlled utilizing bipolar forceps. All equipment was inspected before use and no anomalies were found. The procedure was not delayed. There was no adverse outcome to the patient. If the device is returned at a later date, this report will be supplemented accordingly.

Manufacturer narrative:
The referenced device was not returned to olympus. In addition, insufficient information was provided by the user facility. The exact cause of the reported of the event cannot be determined, however, based on similar reported complaints the most probable cause of the reported event could be attributed to: the device output was activated while the probe tip contacted/grasped a hard object such as metal clips, stapler or other instruments (e.g., uterine manipulator) or the pfte (teflon) pad has worn off. The following details are found in the instruction manual as warning. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus was informed that during a therapeutic procedure, the device sparked during activation every time the user put the mode on thundebeat. There was no reported patient injury reported.